Event description:
It was reported that one month and six days post port placement procedure via the left subclavian vein, subcutaneous leakage was allegedly found near the port body and in a subcutaneous tunnel. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported fluid leak and identified fracture issue as two puncture holes were noted on the proximal end of the catheter, loaded on the port stem. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Warning: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. Signs of pinch-off clinical: difficulty with blood withdrawal resistance to infusion of fluids patient position changes required for infusion of fluids or blood withdrawal radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and six days post port placement procedure via the left subclavian vein, subcutaneous leakage was allegedly found near the port body and in a subcutaneous tunnel. It was further reported that the port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported fluid leak and identified fracture issues as two puncture holes were noted on the proximal end of the catheter, loaded on the port stem. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and six days post port placement procedure via the left subclavian vein, subcutaneous leakage was allegedly found near the port body and in a subcutaneous tunnel. It was further reported that the the port system was removed and replaced. There was no reported patient injury.

Event description:
It was reported that one month and six days post port placement procedure via the left subclavian vein, subcutaneous leakage was allegedly found near the port body and in a subcutaneous tunnel. It was further reported that the the port system was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation, dimensional and functional testing were performed. Although leakage could not be obtained during the sample evaluation the investigation is confirmed for the reported fluid leak and identified fracture issues as two puncture holes were noted on the proximal end of the catheter, loaded on the port stem. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and six days post port placement procedure via the left subclavian vein, subcutaneous leakage was allegedly found near the port body and in a subcutaneous tunnel. It was further reported that the the port system was removed and replaced. There was no reported patient injury.